Event description:
The customer reported the systems' cine operation failed. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge and hard drive were replaced. Also, the software was reloaded. The system was then found to be operating as intended.